Event description:
It was reported by the attorney that the plaintiff underwent surgery in 1998, where prolene sutures were used. The attorney alleges that the plaintiff subsequently developed an infection which caused pt's death.